Event description:
The patient's wife reported that all implanted devices had been removed due to an infection. The hcp confirmed the reported infection and system removal in 2006; it was unknown the patient had meningitis. Operative notes indicated that the preoperative diagnosis had been an infected dorsal column stimulator lead; however, during surgery infection of the pulse generator pocket was also detected. Following prep and sterile drape of the lumbar and mid-back, the area where the lead wire had dehisced through the skin was anesthetized and surgically extended down to where the lead had been anchored to the deep tissue. The lead wire was easily withdrawn from the epidural space and the tip of the lead had been intact. Upon entering the pulse generator pocket, a small collection of purulent liquid was seen and the generator and lead had been removed. Cultures were obtained from the pocket and lumbar region and hemostasis achieved; the surgical wounds had been irrigated with vancomycin solution then packed with gauze for wicking and closed with loose suture. The patient had been taken to recovery in good condition. He had remained in the hospital for a brief course of IV antibiotics (not identified), and wound care. The current patient status had not been provided. Refer MFR# 3004209178-2008-01573.